Event description:
It was reported the pt's programmer is giving a low battery warning. Based on the parameters premature battery depletion has occurred. Follow-up identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.